Manufacturer narrative:
(B)(4). A maquet field service technician was on site twice, investigated the unit and could not reproduce the reported issue. The technician believes that the user started the de-airing process by turning the pumps on and not using the circuits first! The technician re-informed the user to perform start up by using the de-airing function. Since the technician has conducted the refresher training no additional issues of this nature have been reported. The technician replaced the shunt valves as a preventive action. According to the instruction for use hcu40 (page 49, 4.3.1): "before you can operate the hcu40, the required water circuits must be connected and de-aired" a supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
"Low flow" or "no flow" message at both circuits. There was no flow when the pumps were activated. The perfusionist also noticed that while the lines were emptied the day before using the function on the hcu, they were full of water the next morning. No patient was involved, the malfunction was detected during priming / setup. (B)(4).

Manufacturer narrative:
The serial # has been corrected and the device manufacture date and reporter address have been provided.

Event description:
(B)(4).